Manufacturer narrative:
Concomitant product: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient called to report that the patient is having challenges with the lv lead adjustment. The patient mentions feeling chest quivers, like a shock but not as a defibrillation shock. The patient feels a shock like sensation and seeing movement at times on the left side of chest and discomfort when the incident occurs. The patient feels the sensation up high on chest all the way down to stomach area intermittently. The patient mentions that the device has been adjusted and reviewed by the physician but the shock like sensation would return. Follow up attempts with the patient's healthcare provider was not successful at determining the issue with the lv lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.